Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Installation date of the device: 14-apr-2021. Technical support noted "the part was out of warranty. The cart looked like it had the proper fca bracket installed." An adverse event questionnaire was sent to the customer, and they were requested to return the product for evaluation. Per (B)(4) rev 70 xltek eeg/psg risk analysis spreadsheet. Hazard 6.11 due to mechanical stress or impact, dynamic loading, vibration, or environmental conditions -- accessory shelf on cart may be unable to support the mass of accessories or items placed on its surface, causing it to bend or break and leave sharp edges exposed or broken support system could land on and harm someone. Effects (harm): range from clinically insignificant to irreversible injury resulting from direct physical injury the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. No related capas. Further investigation to be carried out.

Event description:
Ip-hd-ec-video-ext- welds braking on video extension. The customer reported the issue which video extension on the ergojust cart had broken welds. The cart looked like it has the bracket installed but the welds still broke. The customer provided the pictures of them.

Event description:
Ip-hd-ec-video-ext- welds braking on video extension. The customer reported the issue which video extension on the ergojust cart had broken welds. The cart looked like it has the bracket installed but the welds still broke. The customer provided pictures.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Investigation results: visual inspection - welds inspected were found to be broken, metal brackets were observed to be bent. Welds are meant to support the weight of the mast and if broken would result in bent mast metal. Inspected welds appear to be proper. Root cause/probable root cause: root cause not determined without mast items returned. Recommended actions: eco#27564 was released to address weld weaknesses / improvements. Investigator completion date: 3 feb 2025.